Event description:
Customer complaint reports: "the extension tubing appears to be detached. This was not inserted in a patient." Additional information received 16sep2022: it was confirmed the device was in a patient. No more information was available.

Manufacturer narrative:
(B)(4). The customer returned one s-l catheter for analysis. Obvious signs of use were observed on catheter body. Visual analysis revealed that the extension line had separated slightly adjacent to the juncture hub. Microscopic examination confirmed the damage and revealed that the edges were smooth and uniform, which is damage consistent with contact with a sharp instrument (i.e. Scissors, scalpel, etc.). The separation of the extension line measured 0.0625" from the juncture hub. The overall length of the catheter measured 2.5625", which is within the specification limits of 2.554 - 2.564" per the catheter product drawing. The extension line outer diameter measured 0.09505" which is within the specification limits of 0.093-0.097" per the extension line extrusion graphic. The inner diameter of the extension line measured 0.058", which is within the specification limits of 0.055-0.059" per the extension line extrusion graphic. A manual tug test confirmed that the extension line was secure within the luer hub. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "caution: do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations." The report of a separated extension line was confirmed through complaint investigation. Visual analysis revealed that the extension line was separated towards the juncture hub. The appearance of the separation was smooth and uniform. The appearance of the damage is consistent with contact with a sharp instrument (i.e. Scissors, scalpel, etc.). Despite the damage, the catheter met all relevant dimensional requirements, and a device history record review based on sales history did not reveal any relevant findings. Based on the customer report and the sample received, the root cause is likely unintentional use error (contact with sharps). Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer complaint reports: "the extension tubing appears to be detached. This was not inserted in a patient." Additional information recevied 16sep2022: it was confirmed the device was in a patient. No more information was available.